Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited elective replacement indicator; premature battery depletion was suspected. The device was explanted and replaced. The patient's condition was stable during and post procedure.